Event description:
It was reported during the implant procedure that the lead was kinked while slitting the delivery system. The lead was not implanted and there were no patient complications reported as a result of the issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection noted that the proximal conductor was distorted.